Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event . On/off button only works intermittently.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies (B)(4) on the (B)(6) 2011. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2011 and that it had performed to specification up to the (B)(6) 2017. During the investigation corrosion was observed on both the shock key and on/off button. This resulted in the device only powering on when significant direct pressure was applied. Evidence from the history log suggests that this fault was observed during the last three manual power ups recorded on the (B)(6) 2017. The fault could not be replicated with a known good membrane installed.